Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was sudden drop in patient's blood pressure. After the physician performed life saving measures, the ra lead was removed without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿in the process of positioning the atrial lead when her blood pressure dropped¿. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.